Event description:
It was reported that the pulse generator was explanted on an unknown date due to noise observed on both atrial and ventricular channels. The patient was sent to different facility for lead extraction. No further information was reported.

Manufacturer narrative:
The reported event of noise was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.